Manufacturer narrative:
(B)(4). Additional information requested and received: what was the surgical procedure? Gastric bypass. What color cartridges were used and what order of firing? Gold and white. Was buttressing material used? Unknown. Was there any issue with staple formation is initial procedure? Everything was ok during the procedure and no complication. How was the bleeding identified and how long after initial procedure? Fall of hemoglobin. How was the bleeding addressed? Re-operation. What is the current patient status? Everything is ok.

Event description:
It was reported that after an unknown procedure, there was intra-operative bleeding. Used device ple60a for case.